Event description:
(B)(4): pt had laparoscopic surgery in 2009 using kii shielded bladed access systems. At approx 2 weeks later, pt returned to surgery for removal of foreign body, which was a clear plastic hollow tube, approx 1 inch long. Object appears to match threaded 5mm clear plastic sheath cover that is packaged with kii shielded bladed access system as a cover over the tip of the trocar.

Manufacturer narrative:
This event was not reported to the manufacturer. A review of the manufacturing records for this lot revealed no unusual events during construction; the lot had passed all quality inspections. Although the product was not returned, it is known that the foreign body is the sleeve put onto the cannula to protect the packaging. This sleeve must be removed before use. Yellow colorant has been added to all sleeve sizes. The added colorant should make the sleeve be more visible and alert the user to remove the sleeve before use. This document represents our initial and final report.